Event description:
Customer's mother reported that the insulin pump alarmed for a button error and stated that she was unable to clear it. She stated that the customer went swimming, but was disconnected from the insulin pump and that it was not exposed to moisture. The blood glucose reading was 140 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed for a button error due to corroded keypad traces. The insulin pump had minor scratches on the display window, a cracked case at display window corners, cracked battery tube threads and a cracked reservoir tube lip.